Event description:
Intended use: the reveal ast system is an in-vitro diagnostic (ivd) automated system for antimicrobial susceptibility testing of organisms direct from positive blood culture. The reveal ast assays are indicated for susceptibility testing of specific pathogenic bacteria commonly associated with or causing bacteremia as well as bacterial isolates from other specimen types. Results are intended to be used in conjunction with gram stain, organism identification and other clinical laboratory findings. Issue description: a customer in spain notified biomérieux of ¿no ast results¿ issues in association with vitek® reveal¿ sensor panel (20 tests) (ref. 900-00002, lot. 2025-06-10) results are summarized below: 1. Ast__20250520_1311__r205__a1__lf there is no result for the antibiotics aztreonam, ceftolozane -tazobactam and imipenem. The sample is blood culture that was processed withing the next 2 hours after reported positive. The lot numbers are 101724gwa for the sensor and 2025-06-10 for the panel at the time of the global assessment, biomérieux global customer service did not get the data from the customer to determine the root cause of the issue.

Manufacturer narrative:
The customer complaint associated with this MDR was initially documented against the vitek® reveal¿ sensor panel (20 tests) (ref. 900-00002). This product is registered with FDA under 510(k) k230675. During investigation of the reported event, it was subsequently determined the complaint was in fact related to vitek® reveal¿ gn01-ast (20 tests) - 900-00008. This product is an export-only product that is not registered with FDA, and is not distributed in the united states. Therefore the event is not reportable to FDA. This supplement report serves to close this record.